Manufacturer narrative:
(B)(4). A physio-control sales representative was onsite and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device intermittently would not power on or off. In this state defibrillation therapy would be delayed or unavailable if needed. There was no patient use reported for this event.

Event description:
The customer contacted physio-control to report that their device intermittently would not power on or off. In this state defibrillation therapy would be delayed or unavailable if needed. There was no patient use reported for this event.

Manufacturer narrative:
Physio-control evaluated the customer¿s device and was unable to duplicate the reported issue. The cause of the reported issue could not be conclusively determined. The customer received a replacement device.